Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a repeatedly occurring 23062 error on universal surgical manipulator (usm) 4. The customer moved the instrument being used on usm 4 to usm 3 and resumed the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with this complaint and completed investigations. Usm was tested on an in-house system in normal mode where it passed. It was tested on a patient side cart fixture test platform (pftp) where it failed carriage strength test prompting error 23062.

Event description:
Refer to h10/h11 for follow-up information.